Event description:
It was reported the patient had surgery to revise their tined lead. A few weeks after the initial implant, the patient got up from a crossed-legged position and felt a sizzling sensation in their groin. The patient also felt a poking sensation in their perineum. The patient believed their lead had migrated. The patient also noted their fecal incontinence symptoms had gotten worse directly after implant. The local representative guided the patient with decreasing stimulation down to level one, but the setting was not managing their symptoms. The physician confirmed via x-ray the lead had migrated. The new lead was placed on the left side to get better responses and the neurostimulator was moved from the right to the left. There was no patient complications reported and they fully recovered.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, neurostimulator: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to urinary incontinence, discomfort, pain, undesired sensations, target stimulation area, and migration which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.